Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she went to her doctor and was told by her doctor that she needed a new insulin pump. Customer was in early stages of diabetic ketoacidosis. Customer has been having high blood glucose for a few days. Customer was not hospitalized. Customer's blood glucose was 416 mg/dl. Current blood glucose was 248 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer stated that in between blood glucose has also been low. Customer did not have a tubing camp to perform high pressure test. Customer was advised to do a complete set change. No further information reported.